Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 10.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The outer diameter (od) of the embolization coil was measured and within specification. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned device revealed that the pod4¿s embolization coil was within specification. The pod4 introducer sheath had coagulated blood inside. Therefore, while attempting to functionally test the device, the pod4 could not be resheathed, and could not be tested for advancement through the demonstration microcatheter. The root cause of the pod4 not being able to be advanced through the non-penumbra microcatheter could not be determined. Further evaluation of the returned device revealed that pusher assembly was kinked. This kink was likely incidental and may have occurred while packaging the device for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod4. During the procedure, the physician was unable to advance the pod4 through the non-penumbra microcatheter. The physician flushed the microcatheter, however was still unable to advance the pod4. The pod4 was therefore removed, and the procedure was completed using the same microcatheter, a new pod4, and additional ruby coils. There was no report of an adverse effect to the patient.